Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): addr01 ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient experienced near syncope due to intermittent capture at maximum outputs on the right ventricular (rv) lead. There was a lead warning for high impedance and a "ton" of noise episodes with elevated thresholds. A lead fracture was suspected. The lead was capped and replaced. Also, there was no chronic lead trend data available on the implantable pulse generator (ipg). The device remains in use. No patient complications have been reported as a result of this event.